Event description:
The manufacturers representative (rep) reported that the device ruptured the skin. The top of the battery- silver part was sticking out of the skin. The patient was scheduled for an emergency revision. Additional information from the health care professional (hcp) reported that there was question as to whether the surgical first assistant that closed the pocket and skin may not have put vicryl sutures to reapproximate fat but it was hard to tell for sure. The patient was by the nurse practitioner (np) in the office on the day prior but she thought the patient just had a seroma and put her on keflex (antibiotics). She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.